Event description:
A customer reported that the pump battery was depleting too quickly, exceeding 50% per day, despite normal activities. There was no adverse impact on the customer's blood glucose level. After confirming that the issue persisted, technical support arranged for the pump to be replaced and instructed the customer to use mdi as a backup therapy. The customer received instructions on returning the defective pump and agreed to follow the necessary procedures.